Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of cracks in the body of the device. Pressure integrity testing was performed 20 psi for 2 minutes. During the test, there were no leaks observed from the device. Conclusion: reason for return was not confirmed. Conclusion: quality indicators are determined as a baseline of the current performance of the process; such indicators will further on help to monitor improvement after corrective/preventive actions are put in place. Rty (rolled throughput yield) records from april 2020 to june 2020 were reviewed in order to confirm if a similar defect like damaged components had been reported by production personnel on rty system, 0 occurrences from the same defect were captured in the rty system. Additionally, ncmr (no conforming material report) records from april 2020 to june 2020 were reviewed in order to confirm if a similar failure mode had been detected however, no ncmr¿s were found in the database related to the mentioned defect. Based on the investigation results can be concluded that the following root causes lead to the origination of the failure mode (damaged components): component defect from supplier process. Component was damaged during the assembly. Use of chemicals cause a damage to the bio-probe. Progressive inspection was not performed according to mi126. Non-sterile sample was not compared with the specification according to procedure 0730002. Review of documentation of the reported work order found that this catalog was manufactured according to specification (dry connection and tie bands). There was not found any issues related to the reported failure mode. Component was assembly without any chemical that could allow damage to component that let the leaking. Visual inspection shows no evidence of cracks in the body of the device medtronic has notified all cps production personnel about this occurrence event. We will continue to monitor for future occurrences and take actions as appropriate if any trends are identified. There are no current trends, so no further actions are required. Based on the investigation results, it can be concluded that the scope originally determined upon the initiation of this event, remains unchanged as the root cause or combination of factors creating the non-conformity, confirms that the failure mode was contained after mitigations were put in place. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, during regular circuit replacement, a crack was noted in the flow cell in the circuit. It was not broken yet, and no blood leak due to crack was found. The state of crack was on the entire cell and tube connection part. The cell was replaced to complete the procedure. A second occurrence of the same issue was reported, with a custom tubing pack from a different lot. This time it occurred (B)(6) again after stopping alcohol use. It was replaced with a non-medtronic adult circuit, it was said that the product was still in use. The crack was on the tube connect part. Effects on the patient; blood loss due to circuit replacement for twice and blood leakage from the crack (when confirming the amount of blood, it is the level of oozing out, but cannot be expressed in units). Additional information: first occurrence: after the report was received and confirmed, it was found that alcohol was used by nurse staff, and it was understood that alcohol was discontinued in the future. As a result, there was no recognition as a product defect. Second occurrence: in addition, on (B)(6), a similar phenomenon occurred with a non-medtronic (terumo cdi) cell that was later assembled in the same circuit, and it was necessary to investigate the cause and take future measures. Patient: 6 years old, v-v ECMO for lung failure of pulmonary adenopathy left internal cervical blood removal, blood supply by right groin, extracorporeal circulation volume less than 2l/min intralipos (fat emulsion) as one of the drugs used: 0.2g/ml, 20ml/hr additional information received on (B)(6)2020: it was reported that the second patient died. Additional information received on (B)(6)2020: on (B)(6)2020, cracks were found in the front and back of the flow cell of the extracorporeal circulation (vv-ECMO) circuit. After that, blood leaked from the crack and the extracorporeal circuit stopped. The circuit was replaced urgently. Respiratory and circulatory collapse occurred while extracorporeal circulation stopped (hypoxia and temporary bradycardia occurred). On (B)(6)2020, the same part of the circuit (the part of the flow sensor of the arterial line) was cracked, which caused a plasma leak of the oxygenator, so the circuit was replaced. Extracorporeal circulation was maintained as of the timing just before the circuit was replaced, but hypoxia occurred during the circuit replacement. After the circuit was replaced, the circulation and respiration recovered by resuming the extracorporeal circulation, but nonetheless hypoxic encephalopathy was concerned due to the continued hypoxemia, and thus hypothermia therapy was performed. Although the direct relationship with the product defect was unknown, the patient died with cerebral hemorrhage complicated. The current perception is that (cb5p05r8 / lot number: 217836416 - pli20) was used not for the second patient, but for the same patient as (B)(6) (first patient).